Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for short ventricle to ventricle intervals and high rate non-sustained episodes on the right ventricular lead. T-wave oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.